Event description:
The customer reported via phone call experiencing high blood glucose levels beginning around (B)(6) 2015 and that the insulin pump was not working properly. The customer's blood glucose was in the 400 mg/dl range. She complained of nausea, headaches and fatigue. She treated via manual injection. Her most recent blood glucose was 280 mg/dl. She declined to troubleshoot further for high blood glucose and requested replacement of the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.